Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Doi: https://doi.org/10.1016/j.epsc.2024.102938.

Event description:
Title: giant congenital cervical teratoma: a case report. This is a case study of a large fetal neck mass resulting in fetal neck extension and polyhydramnios was noted at 24 weeks¿ gestation by ultrasound and further characterized by fetal MRI. The infant was delivered by classical c-section for non-reassuring fetal heart rate status at 33 weeks¿ gestational age while using vicryl suture. Reported complications are: n=1; 24 weeks gestational age bilateral vocal cord paralysis. Treatment: tracheostomy along with a gastric tube and nissen fundoplication reoccurrence of his teratoma. Treatment: requiring additional resection at 4 months of age in conclusion, giant congenital neck teratomas are rare but pose a significant risk to the newborn at birth. Careful planning and presence of an interdisciplinary resuscitation team at birth can assure a positive outcome of a distressing diagnosis.